Event description:
Per the clinic, the patient experienced a performance decrement due to a natural progression of hearing loss. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2025. There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Device analysis report attached.